Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized overnight for high blood glucose on (B)(4) 2021. The customer stated they had high blood glucose reading of 403 mg/dl and felt tired and passed out in emergency room. The customer also reported vomiting as well as sugar did not go down even after manual bolus and had to hospitalized for observation. The customer was treated with intravenous insulin at the hospital. The customer alleged that insulin pump was under delivering because they never got insulin flow blocked alarm or any alerts. The customer did the troubleshooting for high blood glucose and found the cannula of infusion set was bent. The customer¿s last blood glucose reading was 198 mg/dl. Customer was performed high pressure test and it did not passed. The insulin pump will not be returned for analysis.